Event description:
Report received of an over-delivery of dilaudid. The pt with an unspecified cancer receiving dilaudid 10mg/ml. The pump was programmed in the continuous plus bolus mode to deliver 15mg/hour of dilaudid with unspecified bolus doses. It was reported that the pump alarmed with a false air-in-line alarm, and the pt's family member turned the pump on and off in an attempt to clear the alarm condition. The family member then called the abbott 800 number and did troubleshooting on the pump. It was reported that the pump was then functioning. The home health nurse came to see the pt the following day, and it was reported that the pt received an over-delivery of the dilaudid. According to the customer contact, the pump screen indicated that 69ml from the 100ml bag was delivered, but there was only approximately 10ml of fluid left in the bag. The pt was reported to be in a "deep sleep". The infusion was left off for an unspecified period of time. Aside from stopping the infusion, there were no medical intervenion required.